Event description:
Procedure: lap chole. According to the reporter: when the surgeon applied clips to the cystic duct all three of them slipped off and one performed the duct. He had to use endoscope to tie off the duct.

Manufacturer narrative:
This report was previously filed under: 2647580-2014-00181. (B)(4).